Event description:
It was reported that during use with the bd cor¿ px, the robot moved when the instrument door was open. There was no report of patient impact. The following information was provided by the initial reporter: despite our recommendation not to use the keys to be able to work with the doors open, the customers use these keys. So the bd cor works with the doors open, but it's only because of the keys that simulates the doors closed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint of "does not stop" was received against bd cor px instrument material number: 443988, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was performed the activities for resolving the issue such as alter px due to inventory error and relaunched the ras system. Instrument was found to be operational, and the customer started using the instrument for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use with the bd cor¿ px, the robot moved when the instrument door was open. There was no report of patient impact. The following information was provided by the initial reporter: despite our recommendation not to use the keys to be able to work with the doors open, the customers use these keys. So the bd cor works with the doors open, but it's only because of the keys that simulates the doors closed.